Manufacturer narrative:
Ambu has received one customer report where ambu peep 10 valve did not apply the peep level indicated by the scale. An investigation of the problem has concluded that a fault in one of the valve-element components can cause a lower peep level, than indicated by the scale setting. The root cause to the problem has been identified as a fault in one of the valve-element components. A correction has been made to make sure that no further products are delivered with this fault. Ambu is issuing an advisory notice/field safety notice to all customers who purchased the affected lot.

Event description:
A product problem is identified with ambu peep 10 reusable peep valve. It has been observed that, for some products, is a risk of obtaining a lower peep level than indicated by the scale setting of ambu peep 10 valve, when the valve is used in the following conditions: delivered tidal volume is low, ventilation frequency is high and lung compliance is low. Ambu received one customer report (from germany) where ambu peep 10 valve ID not hold the peep level indicated by the scale. No pt was involved. An investigation of the problem has concluded that a fault in one of valve-element components caused a lower peep level, than indicated by the scale setting. When using the peep valve at the above conditions and setting peep at lower end of the scale (below 5 cmh20), it has been evaluated that there is a possibility of obtaining a lower peep level than indicated by the scale setting. The problem can, however, be identified and prevented by using a manometer to monitor/adjust the peep level. Root cause of the problem has been identified as a fault in one of the valve-element components. A correction has been made to make sure that no further products are delivered with this fault.